Event description:
An overdose following a refill session on (B)(6) 2012 was reported; unknown if related to procedure. It was stated that the "nurse wasn't sure after accessing the pump that things were right". She aspirated 3ml of clear fluid; she was sure she was in; inserted 5ml of saline and aspirated 5ml of clear saline. Patient didn't complain of stinging or burning. Nurse pulled back 1-2ml every 5-7ml throughout the refill to make sure the solution was still clear. She did that for the complete 20ml. At the very end, she pulled back to confirm clear fluid once again but this time when the needle was removed site cleaned, fluid oozed from the stick as if it were a seroma. The nurse was 100% sure she was in the right location. After refill, the patient complained of stinging over the pump and continued to ooze. Two hours later patient's husband reported that patient was "dopey and not right". Patient was admitted to the hospital and placed on narcan and responded well. The pump was assessed on (B)(6) 2012 and the actual residual volume 3ml was less than the expected residual volume of 17ml. They checked the reservoir; aspirated 3ml and filled with 3ml. Patient was doing well. Drugs delivered via the device were morphine, bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).